Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the third party usb data cable which was plugged into the device was worn and kinked near the usb plug. Physio was able to duplicate the loss of power by moving the cable while it was plugged into the device. Physio then removed the third party usb data cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio recommended that the customer obtain a new third party usb data cable.

Event description:
The customer advised physio-control that their device powered off by itself while attempting to download data. There was no patient use associated with the reported event.